Event description:
It was reported that when a patient presented to the clinic for routine follow-up, the device indicated an extended charge time. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory. Bench test were performed with laboratory high voltage capacitors and the device was found to function normally. The long charge time behavior with the field capacitors is consistent with a capacitor anomaly, deformation.

Event description:
New information received, date of explant is added.